Event description:
The account alleged that the head section would not raise. No pt impact.

Manufacturer narrative:
The account found the base cover was pushing down on the cardio pulmonary resuscitation lever. The account put the base cover on straight to resolve the issue.